Manufacturer narrative:
Device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: received in an explant kit in a specimen bottle. It appears that a longitudinal cut section of tissue from the left cusp was removed during retrieval. All cusps are in the closed position. All cusps are very stiff due to thick layers of tan thrombotic appearing host material that fills the outflow. Thick pannus extends over the tissue and base stitching, onto the margins of attachment of all cusps on the inflow. Pannus is also present in the inferior coaptive junctions and 1 to 3 mm onto all cusps reducing the inflow orifice area. Radiography shows no evidence of mineralization in the valve tissue. Review of the device history record shows that the device met manufacturing specifications when released for distribution. Conclusion: the gross analysis shows that the stenosis was due to host tissue overgrowth. The device was explanted and replaced without reported complication.

Event description:
Medtronic received information that this bioprosthetic aortic value was explanted due to severe stenosis related to thrombus. A peak gradient of 80 mmhg and an effective orifice area (eoa) of 0.6 cm sq. Was reported. The device was replaced without reported complication.